Event description:
It was reported that the patient presented to the office with redundant tubing of the inflatable penile prosthesis. The patient underwent surgery to remove the redundant tubing and re-connect the tubing to the system. No patient complications were reported.